Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient's scs leads migrated and was confirmed via x-rays. As such, surgical intervention was undertaken on (B)(6) 2024, where in both the leads were pulled down and re-anchored, thereby restoring effective therapy.